Event description:
It was reported that the patient heard the pump alarming. The next day the patient came in and the pump logs showed a motor stall with no recovery; a motor stall occurred (B)(6) 2013 at 6:10 pm. The patient did not have an MRI and was not exposed to magnets. The patient was doing fine and having no withdrawal symptoms. They were planning to monitor the patient. The patient had been on a high dose and still had spasticity, but they couldn¿t increase the dose because then the refill interval would be unacceptable. The pump was delivering baclofen. It was later reported that during the pump replacement procedure, the new pump was leaking on the back table (see manufacturer¿s report # 3004209178-2013-15855), so the physician decided not to use that pump and the patient now no longer has a system implanted. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703, lot# j94142102, implanted: 1994-(B)(6), product type catheter. (B)(4).